Event description:
The hcp reportes the date of onset/diagnosis of infection was in 2005. Meningitis was presumed; presenting symptoms were incisional wound opening and a cerebrospinal fluid leak postoperatively. The primary location of the infection was the device pocket and lumbar region. Cultures of the device pocket. Cerebrospinal fluid and blood were obtained and were positive for staph epi. The pt was treated with intravenous antiobiotics and total device system explant. The pt previously had an I and d and a drain attempted. The infection resolved; the pt experienced no drug withdrawal. Other information of importance is that the pt had high csf pressures.